Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l55919, implanted: (B)(6) 1998. Product type: catheter. (B)(4).

Event description:
It was reported that there was a motor stall. The patient heard the critical alarm every 10 minutes and the pump logs revealed 2 motor stalls on (B)(6) 2013. There was one stall with a recovery at 0148; another with a recovery 0925; and another stall at 1053 with a recovery at 1528. The patient had been sleeping when they occurred. It was not believed by the reporter there was any electro magnetic interference (emi) involved. The medication being delivered via the pump was baclofen. It was later reported that the patient went to the emergency room (ER) on (B)(6) 2013 and was admitted. The pump was to be checked again and the healthcare provider (hcp) was planning on replacing the pump. The pump was interrogated and it was noted that it appeared like it had been working since the patient had been admitted to the hospital. Then the patient went for a magnetic resonance imaging (MRI) study and the pump was interrogated again. There was a motor stall and recovery that correlated to the MRI, as expected, but no other stalls. The reporter indicated that the patient was "loose" and thus the hcp believed the patient was continuing to receive therapy. The patient was scheduled to have the pump refilled on (B)(6) 2013 with gablofen. The hcp prescribed oral baclofen once the patient was admitted to the hospital. It was later reported the patient did have the pump replaced due to the motor stalls. The replacement took place on (B)(6) 2013 on an outpatient basis. It was later confirmed that the event did require patient hospitalization. The patient outcome was reported as no injury and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).